Manufacturer narrative:
The device was received not deployed. Download data showed that the device ran for 32 pulses, 22 of which in first prime, before deactivation. The priming sequence did not run for enough pulses to deploy the needle mechanism before deactivation. A rotational sensor malfunction was observed in the data. Rerun of the device replicated the rotational sensor malfunction. Inspection of the commutator cap found it to be contaminated. The contamination is confirmed as the cause of the needle mechanism failure. The top and bottom housings were observed to be cracked. The timing and cause of this damage could not be determined. There is no indication this damage contributed to the reported event.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.